Event description:
Upon interrogation in clinic, it was observed the right ventricular (rv) lead had high pacing impedance and capturing threshold had increased. The lead was capped and replaced on (B)(6) 2021. There were no reported adverse health consequences and the patient was stable.